Manufacturer narrative:
A product development investigation and a device history record review were performed for the subject device (tip for dhs®/dcs® impactor [338.28], part number 338.26, lot number 7497948). The subject device was returned with the complaint condition that the impactor broke intraoperatively. A fragment was generated but was successfully removed from the patient. The tip for dhs/dcs impactor (338.26) is a tip replacement for the dhs/dcs impactor (338.28) which is noted in two technique guides: lcp dynamic helical hip system (dhhs) and dhs/dcs dynamic hip and condylar screw. In both instances the impactor is utilized to aid in plate implantation and to ensure the plate is fully seated into position. The returned instrument was examined upon receipt and the complaint condition was able to be confirmed as the plastic tip was found to be broken and missing a segment; fragment size approximately 18mm x 7.5mm. No definitive root cause was able to be determined as method of use at the time of failure is unknown however the failure mode is consistent with rough use/handling. Relevant drawings for the returned instrument were reviewed: top-level (338_26) and tip for dhs/dcs impactor. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition was confirmed. Corrected data: synthes manufacturing location was identified during device history record review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The finished device was manufactured and labeled prior to the compliance date established by the FDA for unique device identification (UDI). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece of an impactor's rubber tip broke off during an initial inter trochanteric dynamic hip screw (dhs) surgery on (B)(6) 2016. The fragment was successfully retrieved out of the patient. There was no reported surgical delay or harm to patient. This is report 1 of 1 for (B)(4).